Event description:
It was reported that balloon rupture occurred. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injury reported and the patient condition was good. It was further reported that the 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery.